Event description:
The customer reported a leak at the random access module (ram) of the coulter lh 750 hematology analyzer when they were running startup. The volume of the leak was about 10 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the leak was coming from the differential shear valve cvl85/126. The fse replaced the shear valve, which repaired the leak. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(4).